Manufacturer narrative:
On 4/12/2016 ¿ based on the analysis, it was determined that this event be reported to the FDA. The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed severe abrasion marks with a rubbed through insulation between 37 cm and 41 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with a partner lead. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead became dislodged while the physician cannulated the cs for lv lead placement. This lead was explanted and replaced. There were no issues with this lead prior to the pocket being opened. Should additional information become available, this file will be updated. 4/12/2016. Based on the analysis, it was determined that this event be reported to the FDA.